Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an imager diagnostic catheter in the pouch only. No shipping carton was returned. The pouch was returned opened on one end. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that the catheter sterile package was not sealed. A 40/035 imager ii angiographic catheter was selected for use. During unpacking, it was noticed that the sterile package was already unsealed. No patient involvement.